Event description:
It was reported that a patient with a 27 mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 6 years, 1 month due to severe stenosis. The patient presented with acute on chronic heart failure. The tmvr procedure was performed with a 29 mm 9600tfx valve. Per medical records, post tmvr procedure, tee showed large iatrogenic asd with predominantly left-right flow. Given rv dilation and phtn, decision was made to proceed with asd closure with a 20 mm amplatzer occluder. The patient was stable post procedure and discharged on pod #1.

Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.